Event description:
During follow-up, noise resulting in oversensing was observed on the right atrial (ra) lead. Isometric testing was performed, and noise was reproduced. Insulation damage was suspected, although it was not confirmed. The event was resolved by reprogramming the device. The patient was in stable condition.